Event description:
It was reported that a 29mm edwards surgical valve was explanted after an implant duration of 11 years, three (3) months due to moderate-severe aortic regurgitation and moderate aortic stenosis. The explanted valve was replaced with a non-edwards valve conduit. Per the medical records, the previously placed bioprosthetic valve was excised from the aortic annulus and all debris removed. Seventeen pledgeted sutures were placed in an everting fashion around the aortic annulus. The aortic annulus was sized and a 29mm non-edwards composite valve graft was implanted. Post-bypass echocardiogram demonstrated good biventricular function. The patient tolerated the procedure well without complications and was transferred to the cardiac care unit in stable condition. The patient was discharged home on pod #6 in stable condition.

Manufacturer narrative:
The explanted valve has been returned for evaluation. Device evaluation anticipated, but not yet begun. A supplemental report will be submitted once the evaluation has been completed.

Manufacturer narrative:
F10: device code 3191 = host tissue, pannus. H3: evaluation summary: customer report of valve stenosis was confirmed through observed calcification and host tissue overgrowth. Report of regurgitation cannot be confirmed due to the condition of the valve as received. X-ray demonstrated heavy calcification on all three leaflets and wireform intact. Extrinsic calcification was observed on all three leaflets. Minimal to moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5 mm on leaflet 3 on the inflow aspect and 1 mm on leaflet 1 on the outflow aspect. Host tissue on the stent circumference was moderate to heavy at the inflow and outflow aspects. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. As received, all three leaflets had cuts of approximately 5mm x 13mm on leaflet 1, 7.5mm x 13mm and 9.5mm x 13mm on leaflet 2, and 12.5mm x 13mm on leaflet 3. The cuts had a smooth and straight edge. A tear approximately 6.5 mm long was observed on the outflow aspect cusp of leaflet 2. A returned leaflet fragment matched up with valve; multiple leaflet fragments were not returned. Calcification was evident at the tear. Wireform was exposed at commissure 2 on the outflow aspect and around leaflet 2 on the inflow aspect. Hematoma was also observed on leaflet 2 and 3 at the outflow aspect. Green suture threads remained attached to the sewing ring around the valve. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The root cause of this event has been confirmed to be due to heavy calcification and host tissue overgrowth as demonstrated per product evaluation. These findings were most likely impacted by the progression of the patient¿s underlying valvular disease pathology. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device was not returned for evaluation. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 29mm edwards surgical valve was explanted after an unknown implant duration due to severe aortic stenosis. The explanted valve was replaced with a non-edwards valve conduit. No other details were provided.